Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell and the pump touch screen shattered. Customer is unable to interact with the touch screen due to the shatter. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.